Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a hospitalization due to low blood glucose levels and a car accident. The customer also reported that he received a low battery alert and could not remove the battery cap. The customer's blood glucose level was 51 mg/dl at the time of incident, but was 215 mg/dl at the time of call. The customer's symptoms included sweating. It was unknown if the customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was unknown. It was unknown how the customer was treated. It was stated that the customer was treated and was released. The customer was advised that the customer should discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to complete functional test due to prime anomaly. The insulin pump was received with stripped battery cap coin slot, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and scratched around casing.